Event description:
On (B)(6) 2011, pt reported there was insulin leaking out of the infusion tubing at the luer/adapter connection. Pt stated she checked her blood glucose and it was over 300 mg/dl. Pt's normal blood glucose range is 70-170 mg/dl. Pt reported, she changed the infusion tubing and prime the infusion set before the call and there is no longer insulin leaking. Pt stated, the infusion set tubing was changed about 2 hours before she noticed the leak because, it was time to change it. Pt reported, it was not leaking with the previous infusion set tubing. Pt stated, the infusion adapter is about 2 weeks old. Pt reported, she changed the infusion set tubing, completely primed the infusion set and did not see a leak. Pt stated, she then took an 8.0 unit bolus of insulin as correction for the elevated blood glucose reading. Pt reported her husband checked the infusion set tubing and says he can see a visible crack in the luer. The pt did not require assistance from a healthcare professional or second party to address the issue. Sending infusion adapters and requested return of the alleged infusion set for evaluation.